Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed kinks located approximately 105, 108, 211 and 251cm from the proximal end. The distal end was slightly elongated. Several sections of the device showed evidence of peeled coating. Outer diameter dimensions of undamaged areas met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on additional information received on (B)(4) 2011. It was reported that during a peripheral stenting treatment procedure, resistance was encountered between the guide wire and the concomitant device. The target lesion was located in the non calcified and moderately tortuous thoracic aorta. While external to the patient, resistance was noted while loading an unspecified stent graft device onto the amplatz super stiff guide wire. The amplatz guide wire was exchanged for another of the same device to complete the procedure. There were no patient complications reported and the patient's status is good. However, additional information revealed the teflon coating was peeled.

Event description:
Reportable based on additional information received on (B)(4) 2011. It was reported that during a peripheral stenting treatment procedure, resistance was encountered between the guide wire and the concomitant device. The target lesion was located in the non calcified and moderately tortuous thoracic aorta. While external to the patient, resistance was noted while loading an unspecified stent graft device onto the amplatz super stiff guide wire. The amplatz guide wire was exchanged for another of the same device to complete the procedure. There were no patient complications reported and the patient's status is good. However, additional information revealed the teflon coating was peeled.